Event description:
It was reported that a patient implanted with an "o.i.c unilif cage" at l4 to l5 presented with an aggravation of pain on the spinal and root levels. Currently, the patient is being treated with medication for the pain, however, it seems to be persistent.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. It was reported that the patient was operated at l4-l5 due to a herniated disc. The patient was reported as being implanted with an unknown oic unilif cage in (B)(6) 2019. Following this, a re-operation was performed for which the reason is unknown. On this occasion, the patient presented with an aggravation of pain on the spinal and root levels and was prescribed pain relieving medications. A revision surgery was not performed at the time this event was reported. However, the doctor reported that a revision surgery could potentially be performed. It is unknown if there is any mechanical failure with the device. No x-rays were provided. Due to lack of information, an exact cause of the reported event could not be determined. Potential reasons include: complication during surgery- implant inadequately placed or implant placement impinges on nerves. A minimum of 3 follow up attempts were performed to obtain additional information, but no response was received, so the investigation was performed with the information present. If devices and/or additional information become available, this investigation will be reopened and updated.

Event description:
It was reported that a patient implanted with an "o.i.c unilif cage" at l4 to l5 presented with an aggravation of pain on the spinal and root levels. Currently, the patient is being treated with medication for the pain, however, it seems to be persistent.